Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing / chamber. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of experiencing paticles in aiway from device. While there is a thermal template attached to the complaint, there is no information provided to suggest a thermal event occurred. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an accessory port flip door, sd card, or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entance. There is unknown debris in the tracker of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower inpeller, and rear panel o-ring. Evidendence of sound abatement foam degradation/ breakdown was not observed in the base unit. Fitt (foam integrity test tool) and the associate procedure ER 224560 v01, confirmed no presence of degraded sound abatement. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit.